Manufacturer narrative:
A ge service representative performed an on site investigation. The power plug connection was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported" not connecting". The fe stated that the system did not respond. This indicated that a no-boot situation occurred. There is no report of death or serious injury associated with the event.